Event description:
The hcp reported, a pump reservoir volume discrepancy. The expected reservoir volume (erv) was 2.8ml and the actual reservoir volume (arv) was 9ml. The programmed drug concentration was 25mg/ml and the daily dose is 6mg/day. The patient has needed more oral pain medications, but, his pain has been controlled. The pump was refilled, and the patient returned home. The manufacturer reviewed troubleshooting procedures, which are being considered by the hcp for further evaluation of the volume discrepancy. A follow up report will be sent if additional information is received.